Manufacturer narrative:
The microtip has not yet been returned for evaluation. Upon receipt and evaluation of the device a supplemental MDR will be submitted.

Event description:
Per the information provided, the needle separated from the microtip at a little over 2 minutes of cutting time. The failure occurred at the conclusion of the procedure. There was no harm or complication caused to the patient due to the failure.

Manufacturer narrative:
The lot number of the microtip is unknown. The microtip was received by the manufacturer for evaluation. The customer reported that the needle had separated from the microtip. Needle separation was confirmed upon receipt of the handpiece. Due to the state in which the device was received functional testing could not be performed. The hypodermic needle had separated at the braze joint. This is the highest stress point along the length of the needle. There was no indication of severe side loading or contact with hard tissue. The immediate cause is material fatigue associated with and/or being caused by user technique. It is suspected that non-axial motion by the user contributed to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions, indicating the failure is not related to material defect.

Event description:
Per the information provided, the needle separated from the microtip at a little over 2 minutes of cutting time. The failure occurred at the conclusion of the procedure. The needle fell out of the handpiece onto the mayo stand after the device had been removed from the patient. There was no harm or complication caused to the patient due to the failure.